Manufacturer narrative:
Device 32 of 59. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was off centered. The product was not used by the patient.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 7c01401 was manufactured on 03/15/2017, in the convex 2 pc line with a total of (B)(4) market units. Complaint investigator performed a batch record review on 11/22/2019, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 413181, system application product (sap) material ID 1161270 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Conclusion summary of the related event: this investigation applies to all family products manufactured on convex 2pc manual line located in haina manufacturing site, building 8a for failure mode: skin barrier starter hole is defective (e.g. Misalignment or off center), leakage may occur. A targeted root cause investigation for these known issues/malfunction codes has been conducted. The manufacturing process including equipment performance, quality inspections and quality control records were reviewed. The use of the 6 m¿s methodology to explore and analyze probable causes was completed. The investigation identified tooling as the root cause and opportunities to improve the tooling at the wafer loading station of the convex 2pc manual line. This is the station where the adhesive mass is applied to the convex insert. Investigation progressed to the corrective actions/preventive actions (CAPA) stage under the parent CAPA record. The corrective action was to implement new tooling. This new tooling passed the performance qualification (pq) validation phase and was implemented 24 may 2019 into full production. All operators were trained on the revised standard work instructions (swi) as part of implementation of the new tooling. In addition, the swi was added to the training curriculum for the operators. Containment actions were also implemented and include slowing the manufacturing line (e.g. Reducing the speed to allow more time for the manual placement of the mass onto the assembly); implemented 100% inspection; awareness training of operators for the malposition of the starter hole was conducted; and stopped producing several codes which had a higher probability of starter hole off-centeredness. This investigation is closed, and all corrective actions have been implemented. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received, should additional information become available, a follow up report will be submitted. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.